Event description:
It was reported that the user experienced hyperglycemia, with blood glucose reportedly around 400 mg/dl, after making four meal announcements during which no insulin appeared to be delivered by the ilet; remote support assisted the user and performed a factory reset, after which glucose values improved. Investigation of this case revealed that the device was reset to factory settings and therapy subsequently corrected, with the specific cause of the hyperglycemia not determined. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the user factory reset. It was concluded that the event involved hyperglycemia with an unclear cause following meal announcements and that the issue resolved after reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.